Manufacturer narrative:
The reported failure of the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo o2 international ventilator was returned to a third-party service center for routine preventive maintenance. No patient involvement, harm, or injury was reported. During device evaluation, review of the downloaded error log identified an evt_o2_prop_stuck event indicating that the oxygen proportional valve controlling the flow of oxygen to the blower inlet was mechanically stuck either open or closed. To address the issue, the oxygen blending module subassembly was replaced. Additionally, an evt_drift_debug event was identified, indicating that the sensor offset during drift calculation was above the acceptable limit. A pneumatic group test was performed and passed. The device was bench tested, and no alarms were observed. Internal and external inspection identified a crack in the outlet side panel, which was replaced. Subsequent testing resulted in an evt_fio2_sensor_railed_low failure at setpoint. Testing was initially performed using the customer's fio2 sensor, which resulted in the failure. The customer's sensor was replaced with the third-party's fio2 sensor for repeat testing. Following replacement, the device passed all final testing requirements.